Event description:
The customer reported to the baxter representative that they are loosing meds when spiking baxter empty containers with the alaris sets. They don't have a problem spiking the container initially. Once the container is empty, the nurse goes to remove the alaris spike from the secondary bag and cannot remove it. It is too difficult to remove because the seal on the container port is so tight and the spike is so big. This issue is primarily occurring in the pediatric department. This condition occurred with the 50ml intravia empty container. The customer indicated that the nurses spike the solution bags on the floor. The pharmacy only spikes bags with higher risk solutions, such as chemotherapy drugs. They had to change out the secondary line to resolve the issue. The customer does not know how many times this occurred. Although there was no patient injury associated with this report, the customer stated that a nurse "pulled her shoulder out" while attempting to remove the alaris set from the baxter empty container. An injury report was filed. The nurse was pulling hard on the tubing to disconnect when she heard a "pop" from her left shoulder. She still has numbness and tingling in her left fingers. No additional information is available.

Manufacturer narrative:
(B) (4). A follow-up report will be submitted upon completion of the sample evaluation.

Manufacturer narrative:
(B) (4). Evaluation summary: the actual sample involved in the incident was received for evaluation. The broken port could not be evaluated. However, the unit was visually and functionally inspected. The unit was connected to a spike set (unknown manufacturer) sent by the customer with the actual sample, and a defect was not detected. The sample passed functional testing. Therefore, the reported condition was not confirmed. In addition, a manufacturing batch record review was performed noting no issues during the manufacturing process.

Event description:
The caller reported that the seam of the pilot balloon on the pt's tube opened up. A non-routine replacement of the tube was required. The tube was discarded.